Manufacturer narrative:
The manufacturing location for this product is in (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe with needle had a cracked barrel and leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd emerald syringe with needle had a cracked barrel and leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd was able to verify the returned sample had a cracked barrel, however the representative sample returned did not. The video clip provided did show a cracked barrel. The team inspected the return sample and verified a crack on barrel for one sample which shows that impact force had act on barrel which causes damage on barrel. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in plant. The assembly machine has an online leak detection system which was found working in place. Thirty-six samples prepared by intentionally generating crack on barrel similar to the return sample were put in barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All 36 samples were rejected on the machine. Also, during in process quality checks no such defect was observed. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have gotten collapsed and pressed due to external impact force of some other material stored above, causing stress/pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. DHR reviewed, found no non-conformities. The exact root cause is not identified. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.